Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a catheter blockage. The patient went through withdrawal (increased pain, nausea, flu like symptoms) on the day of the report. A dye study was performed on (B)(6)-2014 and it was determined that the catheter was kinked. The issue was attributed to the patient recently having bariatric surgery, which resulted in the pump being loose in the pocket. The surgery was stated to be not related to the device or therapy. The pump was replaced with a 20 ml pump after the surgery because there was so much loose skin in the abdomen and the physician thought it was best to have a smaller pump; catheter was also replaced. It was unknown what other medications the patient was taking at the time of the event. The patient recovered without sequela and was receiving effective therapy. The pump was used to deliver bupivacaine and morphine.